Event description:
It was reported that the intraocular lens (iol) may be possibly incorrectly labeled. It was reported that a 23.5 diopter zcb00 lens was implanted in the right eye of a male patient on (B)(6) 2014. It was stated that the doctor removed the zcb00 in a secondary procedure in one piece and exchanged on (B)(6) 2014. It was stated that post-operatively the lens acted more like a 25.0 or greater in diopter and not a 23.5 diopter as indicated by the sticker from the box and labeling when the box was selected. It was stated that the 23.5 diopter lens was implanted on (B)(6) 2014. On (B)(6) 2014: post-op @ -1.50 +0.50 x085; 4-09-2014: post-op @ -1.75 +0.50 x085. On (B)(6) 2014 the iol was explanted and exchanged. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No product damaged and/or defects related to the manufacturing process were observed on the returned lens. Diopter verification on the returned device was performed. The results showed that the iol was within specifications for the labeled diopter power of 23.50. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. All pertinent information available to the manufacturer has been submitted. Placeholder.